Event description:
It was reported that during implant procedure, the left guidewire was difficult being removed from the left ventricular lead and the lead pin broke off. The lead was not implanted and replaced. The patient was doing well.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.